Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6) 2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual photo analysis: red particle material on the shell. Opening. Red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.